Event description:
A malfunction was reported on the pump by the caller. There was no adverse impact to the customer¿s blood glucose level. Customer contacted technical support, who provided information on how to reset the pump and assisted in the process. After resetting, the malfunction did not recur, and the customer was instructed to continue using the pump and to call back if any further issues arose.